Manufacturer narrative:
Product not returned for eval. (B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation, we determined this report should be filed based on the date of the complaint call.

Event description:
Consumer called stating that 6 meters received are reading mmol/l instead of mg/dl. Meter serial numbers are as follows: (B)(4).